Manufacturer narrative:
Explant was reported due to regurgitation. The investigation found that leaflet 1 and 2 contained tears and folds causing incomplete coaptation. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve which extended onto the bases of all three leaflets and narrowed the inflow diameter. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined, however there were degenerative changes found to the tissue at the site of the tears, which could have contributed to the tear formation. The tears and folds causing incomplete coaptation would have contributed to the reported regurgitation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 27mm trifecta valve was selected for implant in the patient's aortic position. On (B)(6) 2020, the valve was explanted after the patient presented with acute aortic regurgitation. Echocardiography showed severe trans - valvular aortic regurgitation. A replacement edwards perimount valve was implanted and the patient was reported to be stable and recovering.